Event description:
The patient had overdose symptoms following a pump refill. The pump was refilled on (B)(6) 2015. The patient was hospitalized on (B)(6) 2015 with overdose symptoms. The pump dose was decreased by 50% at that time. The patient was still having symptoms so the dose was dropped another 50% on (B)(6) 2015. The symptoms continued after the second decrease. On (B)(6) 2015, the physician ordered that the pump be stopped. The physician was questioning the accuracy of the drug concentration. The pump was delivering dilaudid, bupivacaine, clonidine, and fentanyl. The dose was 1.4mg/day following the dose decreases. On (B)(6) 2015, the physician wanted to remove the drug from the pump because he thought it may be incorrect. When they accessed the pump and removed the drug, it appeared yellow. They aspirated about what they initially expected which was approximately 19 ml. They then rinsed the pump with 10 ml of pfns (preservative free normal saline) twice. When they aspirated the saline, they got back approximately 12 ml of fluid each time which meant that they had aspirated approximately 23 ml in total from the pump. The saline was yellow as well. The pump was filled with saline and programmed to run at minimum rate. On (B)(6) 2015, a different neurosurgeon didn¿t think that there was anything wrong with the pump and catheter so was planning to refill the pump the next day. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11162r06, implanted: (B)(6) 2002, product type catheter; product ID 8596sc, serial # (B)(6), implanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(6), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(6), product type programmer, patient. (B)(4).